Manufacturer narrative:
The model#/catalog# identified, is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 10010454. The 510k number provided, is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that while removing air in the line, the set separated at the pumping segment joint and a leak occurred. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.